Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to phrenic nerve stimulation. A sales personnel confirmed the stimulation was attributed to the location of the lv lead. A new lv lead was implanted on a different vessel during the procedure. There were no additional adverse effects reported.